Event description:
It was reported that the needle had difficulty being extended. A radiofrequency ablation procedure was being performed on a liver tumor for a patient with hepatocellular cancer. The 3.0/17/15 leveen superslim was selected for use. During the functional check prior to use in the patient, the deployment of the needle was slightly slow. During the procedure, 5mm was deployed and cauterization was performed; however, the needle did not come out. They replaced the needle with a new 3.5mm and the procedure was completed. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: an examination of the device revealed: one rf probe was returned for analysis. No visual damages defects were observed on the electrode and handle. A functional evaluation extended and retracted the tines without resistance, the tines were evenly spaced and undamaged.

Event description:
It was reported that the needle had difficulty being extended. A radiofrequency ablation procedure was being performed on a liver tumor for a patient with hepatocellular cancer. The 3.0/17/15 leveen superslim was selected for use. During the functional check prior to use in the patient, the deployment of the needle was slightly slow. During the procedure, 5mm was deployed and cauterization was performed; however, the needle did not come out. They replaced the needle with a new 3.5mm and the procedure was completed. There were no patient complications.